Event description:
It was reported that during use with 2 bd discardit¿ ii syringe there was leakage past the plunger. The following information was provided by the initial reporter: anesthesia fluid back flow in from plunger to barrel.

Manufacturer narrative:
H.6. Investigation summary: two videos were received by bd for evaluation. A quality engineer was able to inspect the returned samples for the reported issue of ¿leakage past stopper¿ from lot number 3051914 and material number (B)(4). The video was showing leakage, but it is difficult to confirm without the samples. The investigating team has also used the retention samples of lot number 3051914 and material number 300850 for investigating the reported defect. The device history review of material number 300850 with lot number 3051914 was checked and there were no quality notifications found on this lot number from its production date to its dispatched-on date. The investigation and simulation were carried out on one retention sample where the investigating team has functionally tested the samples for leakage and no leakage was found in the retention sample. The exact root cause can only be determined if we receive the original sample. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h10.

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As bawal is an OEM manufacturing site. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 bd discardit¿ ii syringe there was leakage past the plunger. The following information was provided by the initial reporter: anesthesia fluid back flow in from plunger to barrel.